Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited low out of range shock impedance measurement which was detected via the patient's remote monitoring system. Additional information indicated that the cause of the observation has not been determined. No invasive procedure or x-ray was performed and the clinic is going to continue remote monitoring. The system crt-d remains in service. No adverse patient effects were reported.